Manufacturer narrative:
This report is being filed to provide additional information.

Manufacturer narrative:
Investigation: a service technician visually inspected the machine at the customer's site and verified the reported condition. The technician found that the IV pole was loose and did not stayup. The technician tightened the IV pole and tested and verified its functionality and returned the machine to service. An internal report shows that the machine has been in use with no further occurrences of the problem. One year of service history was reviewed for this device with no problems identified related to the reported condition. Root cause:the root cause of this failure was the IV pole was loose. Correction: a trima field action has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly.

Event description:
The customer reported that the IV pole on the trima would not stay in the up position. Per the customer, no injury occurred for this event. No injury was reported for this incident and no patient/donor was connected at the time the IV pole was sliding down, therefore no patient/donor information is reasonably known.